Event description:
It was reported that during a laparoscopic colectomy, the device fired malformed staples. A like device was used to complete the procedure. There was no adverse consequence to the patient.